Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open lobectomy procedure, the staples did not form. They were not in the b shape. A new device was used to complete the procedure. There was no patient consequence.